Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard winged unit from lot number 4276445. Only the catheter was provided, attached to an extension device. Media was present, indicating use. A visual inspection discovered there was a crack across the adapter leading up to the nose of the adapter. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, this may occur when the parts are transferred from rotate grippers to conveyor, misalignment of hardware (rotate grippers, etc.) May cause adapter damage. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd insyte autoguard winged hub cracked and leaked. The following information was provided by the initial reporter: product complaint - while using the wingtip IV catheter, a crack was discovered at the bottom of the wing tip which leaked out blood from the pt. No pt harm or blood exposure to hcp.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.